Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds as well as no capture. The lv lead was capped and replaced during a routine generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694758 implantable tachy lead implanted: 2012 (B)(6); product ID 507652 implantable pacing lead implanted: 2005 (B)(6); product ID 507658 implantable pacing lead implanted: 2005 (B)(6). (B)(4).